Event description:
Information was received indicating that a cadd administration set, under infused the drug va cefazolin. It was reported the patient flushes easily with brisk blood return. Per reporter volume was 300, stop volume 13.9, measured volume 23 and the calculated under infusion was 3.2 percent. No additional information is available at this time.

Manufacturer narrative:
Foreign: (B)(6).